Event description:
It was reported to philips that the system displayed a low disk space error, which would impact imaging. The device was in clinical use at the time of the reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue had occurred during diagnosis of coronary procedure. The procedure was completed as planned on the same system by reimaged disc. The philips field service engineer (fse) inspected the system onsite and confirmed that the system displayed a low disk space error, which would impact imaging. Upon functional testing, the fse found that hdd was defective. To resolve the reported issue, the fse replaced the hdd and reloaded the software. After replacement, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a product malfunction with the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this is scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the instructions for use (IFU), users have the ability to export entire studies or specific series and images from a study to a network location, dicom archive, or storage devices like usb flash drives or cd/dvds. The risk of death or serious injury due to a repeat of this situation is not unlikely. Based on the investigation results, philips concluded that the complaint is not reportable. The codes were updated based on the investigation outcome.